Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a battery indicator issue with her one touch unknown meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6 pm. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue it is unknown if she made any changes to her usual treatment. The patient claimed "one hour" after the alleged issue started she felt "sweaty." She informed the cca, that at 7:00 pm, she was able to test her blood glucose with a neighbor's meter and obtained a result of "100 mg/dl." In response to her symptoms, between 7 pm-7:30 pm, she self treated with food/drink. Reportedly the next day, at an unknown time of (B)(6) 2011, she was also tested with a doctor's meter, but could not recall the result obtained. During the initial call with customer service, the agent noted that the customer did not have the meter available at the time of the call and could not recall the model name. It was also captured that the issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.